Event description:
While preforming angioplasty in the left subclavian vein with a 12mm x 60mm ev3 evercross balloon, the balloon ruptured. Upon removing the balloon catheter, it was noticed that half of the balloon had ruptured completely off. It was then determined by physician that the balloon was still inside the vessel. He then physically examined the arm and could feel something. It was at that point he made the decision to open surgically. The piece of balloon was removed and arm sewn back together and a good result was achieved. Reason for use: angioplasty. Is the product compounded? No. Is the product over the counter? No. Event abated after use stopped or dose reduced? No.